Manufacturer narrative:
Block h6 (device codes): imdrf device code a0501 captures the reportable event of coil wire detached. Block h6 (patient codes): imdrf patient code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during a left arm arteriovenous fistula (avf) procedure performed on (B)(6) 2023. During procedure, the tip of the amplatz wire unraveled and detached. In addition, the avf vessel was also perforated. A snare was used to retrieve the detached tip of wire and stent was placed to stop bleeding from wire perforation. Per physician's opinion, the amplatz wire cause or contribute to the patient's perforation. It was reported that the patient was fully recovered. Note: the instructions for use (IFU) indicate that the amplatz super stiff guidewire is intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures and not intended for coronary artery, vascular or neurological use; however, the amplatz wire was used to facilitate placement in the left arm arteriovenous fistula for this case.